Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33, no delivery and motor tests. No motor error alarm noted. All of the buttons functioned properly and no button error alarm or moisture damage on the keypad traces, inside reservoir compartment, electronic assembly or motor noted. No unexpected smell inside the reservoir compartment noted. However, the insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was 123 mg/dl. The customer stated that the device was exposed to moisture. The customer stated can smell insulin inside of the reservoir compartment. The customer stated not able to complete troubleshooting because of the motor error alarm. The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose was 123 mg/dl. The customer stated that there is no significant events leading to the alarm. The customer stated that the device was exposed to MRI such as body scanners. Customer does not use the sensor feature on the pump. The customer stated, they are able to complete the rewind sequence. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.